Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced prolonged hyperglycemia with continuous glucose monitor (cgm) readings above 400 mg/dl after overtreating a prior hypoglycemic episode with reported blood glucose value of 48 mg/dl lasting for several hours after eating a full doughnut, delivering two meal announcements as corrections, administering additional insulin injections while connected to the ilet pump, and subsequently running out of insulin. No adverse clinical symptoms associated with hypoglycemia followed by hyperglycemia reported. Outcomes included self-management without hospitalization. Investigation included troubleshooting and education on avoiding concurrent injections while on pump therapy. Investigation of this case revealed user management issues related to carbohydrate overtreatment, duplicate correction dosing, concurrent off-pump insulin use, and insulin depletion while using the ilet system with a dexcom g7 cgm. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error rather than device malfunction.